Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a mentor memorygel breast implant 400cc has experienced right breast implant rupture, infection, and device extrusion. As per the report, the patient developed infection of right breast. A little hole developed in which ultimately the implant came out of the hole. The doctor cleaned the cavity and suspected the implant was ruptured. As a result, explanation of the device took place on (B)(6) 2020.

Manufacturer narrative:
Additional information was received indicating the explantation date has been moved to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the sample, a tear was observed at the union between patch and shell of the implant. Microscopic examination was performed and the cause of the tear could not be identified. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was noticed there was an error in the previous report. The explantation date for the device was (B)(6) 2020. The patient's replacement surgery is scheduled for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).